Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that a sling procedure was performed. An arterial bleed behind the symphysis was noted. The tvt tape was removed via laparotomy.